Event description:
It was reported that the customer was involved in negligent homicide case and alleges that a malfunctioning pump and infusion set caused the event. Also it was reported that the device failed to deliver insulin as programmed resulting in a fatal crash.